Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this lead was inserted to be used as a temporary pacing wire, for support to the patient while the device was explanted and replaced due to normal battery depletion. During the procedure to insert the wire, the patient suffered a cardiac arrest. A new lead was used to complete the procedure. The physician did not believe the lead caused or contributed to the cardiac arrest. No additional adverse patient effects were reported.